Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. Customer had high blood glucose level. Customer was treated with manual injection. Customer was using auto mode feature. Customer was alleging insulin pump for under delivering because insulin was not used from the reservoir vial. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.